Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads report high pacing impedance and could not pace at high outputs. Both leads are suspected of fracture due to subclavian crush. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).